Event description:
It has been reported to us that the tip of the guidewire separated and remains inside the pt's vessel. The physician inserted the guide wire into the pt. The physician inserted the lv lead and advanced it forward tracking over the guide wire. The physician placed the lead in the patient. The physician attempted to remove the guide wire and while the physician was pulling back on the guide wire the tip of the wire separated and became lodged in the mid-lateral vessel distal to the tip of the lead. The decision was made to leave the separated tip of the guide wire inside the pt. The pt has no further complication from the event.

Manufacturer narrative:
The field assurance department was "made aware" of this event in 2007. The decision to report this event was also made the same day. The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.